Event description:
Legal counsel for the patient reported that the patient underwent total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports patient allegations of pain. There has been no revision procedure reported to date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent total hip arthroplasty on an unknown date. Patient's legal counsel further indicates personal injury of the patient; however, details have not been provided. Additionally, there has been no revision procedure reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on a medwatch since the limited information available indicates that a revision procedure is or may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.